Event description:
It was reported that before an endograft procedure, a prostar xl device was attempted to be deployed in the common femoral artery using a preclose technique through a 12f sheath. Reportedly, after the guide wire was inserted into the prostar xl, the device would not advance on the guide wire into the patient's anatomy. The device was flushed and another unsuccessful attempt was made to advance the device on the guide wire. Two additional prostar xl devices were successfully deployed through a 12f sheath. The sheath was upsized to a 19f and an endograft procedure was performed. After the procedure, when the knots were being tightened, they came out of the anatomy. A cut down was performed and hemostasis was achieved surgically. There was no adverse patient sequela. The physician is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in determining a more definitive cause for the reported sutures pulling out of the artery during the tightening of the knot. The reported event can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all prostar xl devices are visually and functionally tested. There was no report of any abnormal user technique or deviation from the suture management or knot advancement sections of the prostar instructions for use (IFU). Reportedly, a femoral angiogram was taken and calcification was noted. The prostar xl IFU states that the safety and effectiveness of the device have not been established in patients with common femoral artery calcium which is fluoroscopically visible. Based on the reported information and the inspection criteria, a definitive cause for the reported event not be determined; however, the reported calcium may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records; lot release testing met specification. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information was received. Per the physician, the second and third prostar xl devices did not malfunction; they failed due to the patients body habitis and calcium.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of the prostar xl device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The additional 2 perclose proglide devices are being filed under separate medwatch MFR numbers.